Manufacturer narrative:
The maude event report identifies the event report type as a serious injury and indicates that an adverse event occurred. However, no case specific details were provided. Additionally, there was no contact information included, as such no additional action can be taken to gather more details. At this time with the limited information provided, no conclusion can be made. A lot number was not provided, therefore a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via maude report mw5076661: "need help with hernia mesh p."